Event description:
Patient reported left side "painful and capsulectomy." Healthcare professional later reported "deflation, capsular contracture, baker grade unknown, swelling and edema". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b3 b5 d6b g2 h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported left side "painful and capsulectomy." Healthcare professional later reported "deflation, capsular contracture baker grade unknown, swelling and edema". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed more than three openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and nicks striated assessed as surgical tool scratch like were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, a5, a6, b1, d9, h3, h6.